Event description:
It was reported that the patient presented in ER with sharp chest pain. During lead reposition it was found that the rv lead had migrated. The rv lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.